Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site reported " the pictures of samples were not coming up on the machine, then the suction completely stopped during the biopsy stating this happened for a single patient." The user site reports that the patient procedure was completed; however, an additional incision to the patient was required to do so. A hologic field service engineer (fse) was dispatched to assess the brevera system and found the system to be functioning properly and meets manufacturer specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.